Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported the bd ultra-fine¿ ii 1/2ml insulin syringe 30g x 5/16" (0.30mm x 8mm) short needle u-100 was found with no scale marking. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about scale marking missing on a syringe. It was reported that a product was found and recalled before use for no scale marking on the syringe.

Event description:
It was reported the bd ultra-fine¿ ii 1/2ml insulin syringe 30g x 5/16" (0.30mm x 8mm) short needle u-100 was found with no scale marking. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about scale marking missing on a syringe. It was reported that a product was found and recalled before use for no scale marking on the syringe.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.